Event description:
It was reported that a spectrum iq infusion pump had a stuck keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'stuck keypad' was reproduced. A review of the event history revealed multiple 'system error 119' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 119. The cause of the condition was determined to be the keypad was not working. The keypad requires replacement to address this issue. Ec119 can only occur during the initial power-up sequence of the pump. It cannot occur during pumping/infusion. This issue may result in a delay of the delivery of intravenous (IV) solutions. It is unlikely that this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.